Event description:
This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device. Customer reported ventilator is displaying error message "a01:low/loss of inlet gas".

Manufacturer narrative:
Repeated attempts to obtain info from customer have been unsuccessful. No serial number provided by customer. Unable to provide detailed info without response from customer. Will provide details as they become available.